Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The field service representative found the rinse tubing was cracked. The rinse tubing was adjusted to resolve the leak. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 2 patient samples on a cobas 6000 c (501) module. Patient 1: (ID: (B)(6): the initial result was 177 mmol/l. The repeated result was 135 mmol/l. Patient 2: (ID: (B)(6): the initial result was 167 mmol/l. The repeated result was 138 mmol/l. The questionable results were reported outside the laboratory and corrected reports were filed. The samples were repeated due to failing delta checks and the initial result for patient 1 did not match the patient's clinical history. The repeated results were obtained on another analyzer and were believed to be correct.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.